Event description:
It was reported that the patient's rate increased to the max sensor rate during a capacitor maintenance. The device was explanted.

Manufacturer narrative:
No medwatch form was received the field experience of the patient's rate increased to max sensor rate during a capacitor maintenance was confirmed. The anomaly was found to be an electrical "noise" generated as a result of the charging of the device's high voltage capacitors. The "noise" could be misinterpreted by the device's sensors as activity if the sensor was programmed on, causing a temporary increase in the pacing rate.